Manufacturer narrative:
Onsite investigation was conducted by an isi technical field specialist (tfs). The tfs was able to reproduce the customer reported issue and verify it in the logs. It was found that there was no power from any of the ports on the patient-side power distribution board (ppd) and all the leds from ppd were off. The ppd was replaced to repair the da vinci s surgical system. Isi received the device involved with the complaint and completed the device evaluation. Failure analysis confirmed the power-up failure. Diode d24 had short causing the power output to be 0v. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
The customer reported that after successfully completing a da vinci surgical procedure, the system was shut down while preparing for another da vinci surgical procedure. After placing the patient ports, they unsuccessfully attempted to power on the patient side cart (psc). Intuitive surgical inc. (Isi) technical support engineer (tse) provided troubleshooting steps but was unable to resolve the issue. The surgeon made the decision to complete the surgical procedure using traditional laparoscopic techniques. There was no report of any harm, adverse outcome or injury to the patient.